Event description:
A physician reported that the ophthalmic console exhibited weak aspiration during ultrasound mode. The surgery was continued and successfully completed without any problems. There was no impact on the patient. No further information is expected, as the customer was unwilling to provide additional details.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).